Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 4 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 04:51:22 and 04:51:29, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. These alarms were preceded by low power hazard alarms that initiated when disconnected from the mpu. The alarm cleared after power was restored. There were no other unusual events recorded in the log file. The controller's ability to operate the pump at the set speed, was not affected by any of the alarms. The mpu (mpu-29800) was not returned for analysis. Additional information obtained on 08dec2020, indicated that the patient was using the locking cord. Other attempts were made to obtain additional but there was no response. A root cause for the reported event cannot conclusively be determined at this time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power events on (B)(6) 2020. This was caused by power to the mpu (mobile power unit) being briefly interrupted. This may have been due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. The patient was using the locking cord.